Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were noted at 18.7-21.5cm from the distal tip. Internal insulation abrasion was noted at 18.0-19.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that during follow-up, externalized conductors were noted on x-ray. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).